Event description:
The following has been reported: a pump problem error, no patient harm as the pump has never been used on patients a review of the logs was not possible. The device was returned for evaluation. The complaint describes a pump alarm during demo infusion operation as well as the rear of the device becoming hot during use. Internal inspection of device shows no signs of damage to any internal components or loose connections. Log files confirm a valve 2 leak error and battery 1 errors. Device is also having trouble maintaining a connection with the network. Reporting as a conservative measure. No adverse effects were reported.